Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the device failed due to corrosion on the imaging and inside of the cable, hence, ¿the image was not displayed¿. About the cause of occurrence of corrosion, it was estimated that water likely penetrated from a broken part of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. About connector breakage, the contents of the instruction manual about shipping products were checked and the following description was found. The phenomenon could have been prevented by the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A cable failure was discovered and caused the reported poor-quality image failure mode. Additionally, the camera cable had scratching and discoloration present. The video connector was broken. The switch was discolored, and the scope mount was loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was displaying a ¿sandstorm¿ image during a therapeutic procedure. According to the initial reporter, the intended procedure was completed by using another device. There was no patient harm reported as a result of this event.